Manufacturer narrative:
Initial 2 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient reported infusion set failure due to dislodgement of the middle portion, resulting in complete detachment of the infusion set on (B)(6) 2026. The patient reported having similar issue with three more sets.